Event description:
A total knee arthroplasty was revised due to tibial loosening.

Manufacturer narrative:
Agent at the case reported the cause of the loosening was a result of cement failure leading to subsidence. There were no report of exactech's device failing. A review of the mfg device history record indicates the device was manufactured to spec. Devices were not available for engineering evaluation.